Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while delivering a basal rate. Customer's blood glucose was 250 mg/dl. The customer was treated with correction bolus. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer use the sensor feature on the pump. The customer was advised the alarm was caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer doesn't have back up plan at work. The customer was advised to monitor pump and blood glucose. The customer stated that the high blood glucose was probably due to bent cannula.